Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery, weak battery, low battery or blank display anomaly noted. The lcd board worked properly. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump had minor scratches on the lcd window, a crack near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed weak battery and failed battery test. Customer stated that the insulin pump alarmed low battery and shut off after a new battery was installed. Customer reported that the insulin pump, now, has a blank display after the battery was changed. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.